Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and discomfort at the ipg site. Surgical intervention was undertaken wherein the system was explanted. It is unknown which lead was at fault.